Event description:
It was reported that the 9800 system had no video image signal from the camera. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.